Event description:
Patient demographics: ethnicity- caucasian pre-op diagnosis: spondy at l4-l5 with broken rods procedure: posterior lateral fusion with magnifuse levels: l3-s1 it was reported that on (B)(6) 2015 (date is approx.), post-op, patient had a traumatic fall in the bathtub but follow up x-rays showed no displacement of rods. An additional surgery was performed that included removal of broken rods and replacement of existing 4.75 mas with 5.5/6.0 mas. The products came in contact with patient. The product broke. It was unknown whether any fragment of the implant remained inside the patient. Patient complications were reported unknown. Updated information received on 15 may 2015: no fragments were remained in the patient. Patient complications: adjacent level fusion (not necessarily related) 3. 4.75 mas part was not broken, only rod was broken.

Manufacturer narrative:
(B)(4): neither the device nor the applicable imaging studies were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.